Event description:
The ventilator stopped operation with device alert. The failure was duplicated when a hosp staff investigated. It also gave burnt smell from the gas delivery unit of the ventilator. Smoke came out from graphic display monitor. Please note that there was no pt involvement.

Manufacturer narrative:
Device evaluated by MFR. The part was received by newport medical instruments inc on 02/05/07. Failure investigation is currently ongoing. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.